Event description:
Caller reported an issue with touchscreen responsiveness, although the screen was neither cracked nor shattered. The customer's blood glucose level displayed as "high," and a correction injection via mdi was administered. Customer did not require third-party assistance. The caller was unable to enter the second number of carbs on the bolus screen. Technical support provided guidance to ensure both the screen and the user's hands were clean and dry, and conducted a touchscreen functionality test, which was passed successfully. The pump was confirmed to be functioning as intended, and the caller acknowledged this resolution.